Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one unknown clavicle hook plate. Part and lot numbers were not provided by reporter. Date of explant is unknown but may be (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that the subject device has been discarded by the hospital and will not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery to remove an unknown clavicle hook plate due to pain and possible metallosis. During the surgery, it was noted that the soft tissue around the plate was black. Samples of the tissue were sent to the lab for testing. This report is for one unknown clavicle hook plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
DHR review ¿ 241.096s ¿ 8812134: manufacturing site: (B)(4). Manufacturing date: 03.mar.2014. Expiry date: 01.feb.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: at the time of implantation, the surgeon had intended to remove the plate 3 months after implantation. When the plate was removed on (B)(6) 2015, it was not replaced with a new implant.